Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-04284. It was reported that the patient had a full bilateral system removal on (B)(6) 2019 due to lead erosion and exposure through the scalp. Issue resolved.

Event description:
Device 1 of 2: MFR. Reference report: 1627487-2019-04284.